Event description:
It was reported the pt received a jolt when she turned on her neurostimulator. The pt's unit works without her external antenna but not with it. No pt injury was reported. Additional info has been requested from the hcp, but was not available as of the date of this report.